Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a f/u report before (B)(4) 2011.

Event description:
The customer reported that an x-ray assistant banged her head at the edges of the dose measuring rail. The head injury was sewn.